Event description:
The nurse, kneeling at the foot of the bed, had both her hands on the handle and was raising the bed when in her words, "it just pulled my hands through." The right and left index fingers were wedged through the square hole in the frame vacated by the hub block. There was one piece of plastic, brown in color, on the floor. The maintenance man, removed a screw holding the cover to allow viewing the assembly. The maintenance man who was under the bed stated hosp needed to lift the hi-lo pack to take the weight off the handle assembly. Using a great amount of force, pulled up on the hi-lo pack allowing the handle assembly to retreat through the square hole. This allowed the nurse to remove her fingers.